Event description:
Event description boston scientific received information that the programmed parameters of this implantable cardioverter defibrillator (ICD) were at times converting the patient's arryhthmias and at other times accelerating their rhythm.